Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx des were implanted in the rca, lad and lcma. Approx. 3 weeks post index procedure the patient suffered major hemorrhage (gastrointestinal). The investigator assessed the event as not related to the index device or anti platelet medication and the patient recovered.